Manufacturer narrative:
Philips service monitored the system and advised transformer replacement, but it was not completed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent f2 generator tripping caused imaging interruptions on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.